Event description:
The customer reported a few milliliters of blue fluid leaked on the counter and beneath the instrument and control results were low involving the coulter act diff 12 analyzer. The fluid leak was observed during system startup cycle. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the baths overflowed and waste was not being emptied. The fse noticed the main waste line from valve lv13 was not in proper position. The fse reseated the waste tubing through valve 13 in its proper slot and resolved the issue. The fse verified waste removal and shutdown operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).